Event description:
Patient was getting tumor-infiltrating lymphocyte (til) therapy, lifileucel. Product is run through blood tubing. Registered nurse (rn) was switching the empty second back for the full third and final bag of the product. After spiking the bag to hang it, the tubing connected to the bag spike came lose and fell out. We removed the detached bag spike and used another blood tubing set wit no issues. No patient or staff harm.